Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the severely tortuous and non-calcified vein of the forearm. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. The balloon was initially inflated at 16 atmospheres for 20 seconds; however, on the second inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed without problem. A second 6.0 x 100, 75cm mustang balloon catheter was advanced and was initially inflated at 2 atmospheres for 20 seconds; however, on the second inflation at 22 atmospheres for 20 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).